Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Blood glucose was 524 mg/dl, which was addressed with manual injections. Reportedly, the customer reverted to using manual injections for insulin therapy.